Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log could not be review due to the power would not power on. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation the pump plunger cable appeared frayed by the main board, but top casing appeared to be good. Service's replaced the pump cable and that cleared up the problem. Service's also replaced cracked plunger cases, bottom case, stepper motor, worm coupling, and worm gear due to normal wear. Service's added missing cable guard and calibrated the device and the device passed all functional testing. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited blank screen and had damaged top case. It was reported that there as no patient involvement.